Event description:
It was reported that the m540 monitor provided only an optical alarm, no acoustic alarm even though the alarm volume was set accordingly. No adverse patient impact was reported.

Manufacturer narrative:
The reported issue was verified by the video provided, an optical alarm condition was visible on the display but no alarm sound was heard. The log files were provided but overwritten and therefore did not aid in this investigation. The device was returned for analysis and an intermittent audio issue was identified. After internal investigation of the m540, root cause was isolated to a pinched wire harness to the speaker assembly. Additionally it was noted that the alarm volume was lower than expected which was isolated to a diode on the main board.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the m540 monitor provided only an optical alarm, no acoustic alarm even though the alarm volume was set accordingly. No adverse patient impact was reported.